Event description:
An eye care practitioner reported, that a pt had a small scratch on the left cornea, with central staining associated with wear of o2optix contact lenses. Diagnosis reported as iritis, treatment consisted of predforte & ocuflox. Event resolved with no reduction in visual acuity & resumption of contact lens wear. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.